Event description:
It was reported that during deployment of a vascular stent in the sfa, the deployment trigger became unresponsive after approximately 30mm of the stent had been deployed. The delivery system and the partially deployed stent were removed together without incident and another vascular stent was successfully deployed. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.